Manufacturer narrative:
A sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A hospital reported that during surgery, it was noticed that a connection air tubing had a loose defect while providing air. Additional information has been requested but not received to date.